Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced shaking, feeling cold, irritability, confusion, and drowsiness while at work. Her bg reading that time was 56 mg/dl and the cgm reading was 140 mg/dl. The patient did not take any medication that time. An unspecified time after onset of symptoms and awareness of hypoglycemia by fingerstick, the patient become unconscious at her work and was with her workmate. Her workmate called 911 and the paramedics arrived at her work. The patient could not recall all details of the episode. When the paramedics arrived, they took the bg and it was 40 mg/dl, so the paramedics gave her a dextrose and then her bg reading went up to 98 md/dl an unspecified time after treatment. The patient said she couldn't remember or was not informed as to what her egv was at that time. The paramedics told her to go to the hospital to be checked, but the patient refused. The patient called her husband and her husband picked her up at work. At the time of the report, the patient was still tired and at home resting. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.